Event description:
The patient initially underwent replacement of interstim battery on her right due to presumed battery failure. In the postoperative period this was found not to be showing impedance across all leads. The patient was then taken back to the operating room, the ipg (implantable pulse generator) site opened, hematoma evacuated, and her permanent lead replaced. This showed excellent neurophysiologic response.